Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Healthcare professional reported a left side implant rupture. The device was explanted,

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and missing piece of shell. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening and a piece of the shell is missing; the assessment is inconclusive.

Event description:
Healthcare professional reported a left side implant rupture. The device was explanted.